Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the load fill estimate minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a manual correction injection. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.